Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had no idea about any circumstances that may have led to the shooting current but that it hadn't happened again. In regards to the programmer showing a dead battery they noted that the cord wouldn't connect directly. The received a new cord which resolved their issues and it was working properly. The reported their weight at the time of the event to be (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain . It was reported that the patient programmer (pp) was showing the dead battery symbol despite the batteries being changed 3 times. The patient also reported that their ins was working but it felt wonky. The patient was feeling shooting electrical currents that were very uncomfortable. The pp showed that the ins needed to be recharged. The patient started a charge and the ins battery was blinking in the 4th quartile, nearly empty and stimulation was on. The patient stated they recharged last week and they normally charge every other week. They stated the last time they charge, it charged really fast. The patient was advised to continue charging and then use the pp to adjust the stimulation and/or work with their healthcare professional (hcp) to get their system checked. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.